Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this generator is 6 years old and has possibly seen heavy use in the field. The root cause for this failure can be attributed to a damaged connector. The following repair activities were conducted: damaged connector replaced, missing material renewed, functional test performed, electrical safety test completed, functional test according to test procedure completed, unit cleaned, 1hr.- output power test completed, unit calibrated newly, by built-in-test (bite) indicated fault codes analysed, safety test checklist. Further, a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during a procedure the vapr sometimes worked and sometimes stopped. The procedure was not interrupted. An alternative technique or device was not used. There was no adverse effect on the patient¿s condition. The procedure was not delayed more than thrity (30) minutes. Additional information was received indicating the unit showed no function.